Event description:
In 2009, a rash started around the 2 incisions for hip replacement performed five weeks prior. It spread and reached my face five days after the original date. Hospital emergency diagnosed it; prescribed septra and keflex. Saw operating surgeon the next day. He saw rash and advised I see a dermatologist. The following day, I saw a dermatologist who took cultures and prescribed .1% triamcinolone ointment. Online research has made me aware that bacteria has been found in stryker manufacturing plants. Total hip replacement is called stryker secur-fit plus. The individual components are: acetabular stryker titanium trident psl ha cup cluster shell, acetabular liner stryker x3 cross-linked polyethylene, femoral stem stryker titanium super secure fit plus ha stem and femoral head v40 cobalt chrome. Dates of use: 2009. Diagnosis or reason for use: hip replacement: 2009; rash onset five weeks later.